Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". The patient's medical history included anemia, hypertension, menses irregular, herpes simplex, lung nodule, pre-eclampsia, pregnancy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: ferrous sulfate, prenatal vitamins and labetalol. Concurrent conditions included obesity and chest pain. Concomitant products included oxycodone hydrochloride; paracetamol (percocet) for pain as well as cefixime (flexeril), hydrocodone; paracetamol (acetaminophen; hydrocodone) and naproxen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vertigo ("neurological conditions type: vertigo"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pruritus generalised ("rashes or skin conditions type: itching all over") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ weight gain/ loss (specify which one) weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings, night sweats and hot flashes"), night sweats ("hormonal changes describe: mood swings, night sweats and hot flashes"), hot flush ("hormonal changes describe: mood swings, night sweats and hot flashes"), depression ("psychological or psychiatric condition: depression"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition-cyst") and scar ("other injury(ies) or complication- excessive build up of scar tissue/other injury (ies) or complications(s) - please describe: over production of scar tissue in reproductive system."). The patient was treated with dimenhydrinate (dramamine), sertraline hydrochloride (zoloft) and surgery (scheduled hysterectomy-(B)(6) 2019). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, night sweats, hot flush, nausea, migraine, headache, depression, pruritus generalised, cyst, dysmenorrhoea, fatigue, alopecia, allergy to metals, vertigo, vaginal discharge, weight increased and scar outcome was unknown. The reporter considered allergy to metals, alopecia, cyst, depression, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pruritus generalised, scar, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. If yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: anticipated or scheduled date: (B)(6) 2019. There were 5 trailing coils noted on the right. We then repeated the process on the contralateral side and there were 4 trailing coils on this end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received ¿ case become valid. New event pelvic pain, vaginal hemorrhage, menorrhagia, mood swings, night sweats, hot flush, nausea, migraine, headache, depression, pruritus generalized, cyst, dysmenorrhea, fatigue, alopecia, allergy to metals, vertigo, vaginal discharge, weight gain, scar and device monitoring procedure not performed were added. Patient information date of birth, height, weight and race were added. Product information lot number, indication and essure insertion date were added. New reporter and consumer address were added. Medical history and concomitants medication (percocet , flexeril , naproxen and acetaminophen;hydrocodone) and treatment drug (zoloft and dramamine) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". The patient's medical history included anemia, hypertension, menses irregular, herpes simplex, lung nodule, pre-eclampsia, pregnancy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: ferrous sulfate, prenatal vitamins and labetalol. Concurrent conditions included obesity and chest pain. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pain as well as cefixime (flexeril), hydrocodone;paracetamol (acetaminophen;hydrocodone) and naproxen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vertigo ("neurological conditions type: vertigo"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pruritus ("rashes or skin conditions type: itching all over") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ weight gain/ loss (specify which one) weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings, night sweats and hot flashes/ hormones have been all over the places"), night sweats ("hormonal changes describe: mood swings, night sweats and hot flashes/ hormones have been all over the places"), hot flush ("hormonal changes describe: mood swings, night sweats and hot flashes/ hormones have been all over the places"), depression ("psychological or psychiatric condition: depression"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition-cyst") and scar ("other injury(ies) or complication- excessive build up of scar tissue/other injury (ies) or complications(s) - please describe: over production of scartissue in reproductive system."). The patient was treated with dimenhydrinate (dramamine), sertraline hydrochloride (zoloft) and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, night sweats, hot flush, nausea, migraine, headache, depression, pruritus, cyst, dysmenorrhoea, fatigue, alopecia, allergy to metals, vertigo, vaginal discharge, weight increased and scar outcome was unknown. The reporter considered allergy to metals, alopecia, cyst, depression, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pruritus, scar, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 262 lbs. If yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: anticipated or scheduled date: (B)(6) 2019. There were 5 trailing coils noted on the right. We then repeated the process on the contralateral side and there were 4 trailing coils on this end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. Essure removal details wee added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". The patient's medical history included anemia, hypertension, menses irregular, herpes simplex, lung nodule, pre-eclampsia, pregnancy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: ferrous sulfate, prenatal vitamins and labetalol. Concurrent conditions included obesity and chest pain. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pain as well as cefixime (flexeril), hydrocodone;paracetamol (acetaminophen;hydrocodone) and naproxen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vertigo ("neurological conditions type: vertigo"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pruritus ("rashes or skin conditions type: itching all over") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ weight gain/ loss (specify which one) weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings, night sweats and hot flashes/ hormones have been all over the places"), night sweats ("hormonal changes describe: mood swings, night sweats and hot flashes/ hormones have been all over the places"), hot flush ("hormonal changes describe: mood swings, night sweats and hot flashes/ hormones have been all over the places"), depression ("psychological or psychiatric condition: depression"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition-cyst") and scar ("other injury(ies) or complication- excessive build up of scar tissue/other injury (ies) or complications(s) - please describe: over production of scar tissue in reproductive system."). The patient was treated with dimenhydrinate (dramamine), sertraline hydrochloride (zoloft) and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, night sweats, hot flush, nausea, migraine, headache, depression, pruritus, cyst, dysmenorrhoea, fatigue, alopecia, allergy to metals, vertigo, vaginal discharge, weight increased and scar outcome was unknown. The reporter considered allergy to metals, alopecia, cyst, depression, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pruritus, scar, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 262 lbs. If yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: anticipated or scheduled date: on (B)(6) 2019. There were 5 trailing coils noted on the right. We then repeated the process on the contralateral side and there were 4 trailing coils on this end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A20054) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". The patient's medical history included anemia, hypertension, menses irregular, herpes simplex, lung nodule, pre-eclampsia, pregnancy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: ferrous sulfate, prenatal vitamins and labetalol. Concurrent conditions included obesity and chest pain. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pain as well as cefixime (flexeril), hydrocodone;paracetamol (acetaminophen;hydrocodone) and naproxen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vertigo ("neurological conditions type: vertigo"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pruritus generalised ("rashes or skin conditions type: itching all over") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ weight gain/ loss (specify which one) weight gain"). In 16, the patient experienced mood swings ("hormonal changes describe: mood swings, night sweats and hot flashes"), night sweats ("hormonal changes describe: mood swings, night sweats and hot flashes"), hot flush ("hormonal changes describe: mood swings, night sweats and hot flashes"), depression ("psychological or psychiatric condition: depression"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced cyst ("reproductive system disorder or condition-cyst") and scar ("other injury(ies) or complication- excessive build up of scar tissue/other injury (ies) or complications(s) - please describe: over production of scartissue in reproductive system."). The patient was treated with dimenhydrinate (dramamine), sertraline hydrochloride (zoloft) and surgery (scheduled hysterectomy-(B)(6) 2019). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, mood swings, night sweats, hot flush, nausea, migraine, headache, depression, pruritus generalised, cyst, dysmenorrhoea, fatigue, alopecia, allergy to metals, vertigo, vaginal discharge, weight increased and scar outcome was unknown. The reporter considered allergy to metals, alopecia, cyst, depression, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pruritus generalised, scar, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 262 lbs. If yes, provide the anticipated or scheduled date, the healthcare provider, and the reason(s) for removal: anticipated or scheduled date: (B)(6) 2018. There were 5 trailing coils noted on the right. We then repeated the process on the contralateral side and there were 4 trailing coils on this end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.